Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-june-2024, it was reported by the patient that two infusions set tube was leaking at adhesive/cannula housing within one day of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.